Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated at philips where the reported symptom was duplicated. The processor pca was replaced to resolve the issue.